Manufacturer narrative:
Facility staff member discovered water on the floor that was coming from the right front corner of the unit. A processing cycle was run the night before and completed without error. Staff member turned off power and water supply to the unit, cleaned up the water using towels and contacted steris. The unit was located on the counter of a surgery room. A steris service technician arrived on site and found the straight drain hose, which was installed during the last service visit on (B)(4) 2012, kinked on the back of the unit. The kink created an insufficient flow path to the drain, which created back pressure inside the machine, causing water to push past the lid seal. The service technician ordered a 90 degree hose fitting for replacement to prevent kinks. The replacement hose was installed on (B)(6) 2013 and the unit is operational.

Event description:
The user facility reported that the system 1 e flooded causing water to leak onto the cabinet and floor creating a puddle on the floor approximately one foot in diameter. The water was cleaned up using towels. No procedural delays or cancellations. No injuries to hospital staff or patients. Damage was observed to the cabinets and flooring of the room.